Event description:
Customer reported that the insulin pump's screen was difficult to read due to being cracked. Customer reported that the insulin pump had recently been dropped and the screen went blank. Customer reported that only the last two lines of the menu were visible. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.